Event description:
As reported via the (B)(6) registry, a patient experienced hyperperfusion syndrome the day following the index procedure. At the time of the index procedure, the angiography revealed 95% stenosis in his right proximal internal carotid artery. The lesion was mildly calcified, but the lesion length was not documented. The reference vessel was mildly tortuous, but the diameter was not documented. A 7mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated with a 4.0 x 30mm aviator plus balloon at 10 atm. A 9.0 x 40mm precise pro rx was implanted at the target lesion and the stent was post-dilated with a 5.5 x 20mm aviator plus balloon at 12 to 14atm. The angioguard was removed with no debris noted in the filter basket. The patient left the angiography suite without neurological deficit. The following day, the patient began to experience nausea and vomiting, mild left facial paresis, and left babinski. The patient received tylenol 650mg, lortab 5mg, phenergan 25mg IV, morphine 2mg IV and zofran 4mg IV. These medications were discontinued when the patient had the slight slurred speech and drift in the left upper extremity. A CT of the brain was negative.

Manufacturer narrative:
A neurology consult note listed the impression as right hemispheric ischemic event with right frontal headache post stent and ordered toradol 30mg IV and decadron 4mg IV. The symptoms began to improve within the hour, and had completely resolved the following day. A cardiovascular progress note indicated that the events of the previous day were medication side effects and hyperperfusion syndrome. The patient was discharged approximately three days after the procedure, and a follow-up carotid doppler three days later showed that the precise stent was widely patent. According to the investigator, the event was not related to cordis product. Complaint conclusion: as reported via the sapphire registry, a patient experienced hyperperfusion syndrome the day following the index procedure. At the time of the index procedure, the angiography revealed 95% stenosis in his right proximal internal carotid artery. The lesion was mildly calcified, but the lesion length was not documented. The reference vessel was mildly tortuous, but the diameter was not documented. A 7mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated with a 4.0 x 30mm aviator plus balloon at 10 atm. A 9.0 x 40mm precise pro rx was implanted at the target lesion and the stent was post-dilated with a 5.5 x 20mm aviator plus balloon at 12 to 14atm. The angioguard was removed with no debris noted in the filter basket. The patient left the angiography suite without neurological deficit. The following day, the patient began to experience nausea and vomiting, mild left facial paresis, and left babinski. The patient received tylenol 650mg, lortab 5mg, phenergan 25mg IV, morphine 2mg IV and zofran 4mg IV. These medications were discontinued when the patient had slight slurred speech and drift in the left upper extremity. A CT of the brain was negative. A neurology consult note listed the impression as right hemispheric ischemic event with right frontal headache post stent and ordered toradol 30mg IV and decadron 4mg IV. The symptoms began to improve within the hour, and had completely resolved the following day. A cardiovascular progress note indicated that the events of the previous day were medication side effects and hyperperfusion syndrome. The patient was discharged approximately three days after the procedure, and a follow-up carotid doppler three days later showed that the precise stent was widely patent. According to the investigator, the event was not related to cordis product. Medical history included coronary artery disease, hyperlipidemia, chronic obstructive pulmonary disease, cardiac arrhythmia, diabetes, coronary percutaneous revascularization, hypertension, bilateral carotid artery stenosis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15108344 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. Estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event.